Manufacturer narrative:
The underlying cause could not be determined however the issue was confirmed for a broken weld at the seat rail. MDR is being submitted as a result of a retrospective complaint review.

Event description:
A weld on the crossbrace is broken.